Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "joint replacement in malawi" written by n. Lubega, n. C. Mkandawire, g. C. Sibande, a. R. Norrish, and w. J. Harrison published by the journal of bone and joint surgery vol. 91-b, no. 3, march 2009 was reviewed. The article's purpose is to report on findings in a registry of patients who received thr including patients that were hiv positive. The data was compiled from 73 thrs mean age of 52 years (33 men with 40 hips and 25 women with 33 hips). Depuy products utilized: monoblock charnley stem and ogee cup, depuy smartset ghv with gentamicin cement (all patients in all products including non-depuy). It is noted that non-depuy products were utilized and all products were used in conjunction with depuy cement. Adverse event: dislocation treated with closed reduction, dvt and pe both treated with anticoagulants, one case of early setting of the cement before the stem had been fully inserted requiring revision of the component.